Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: ios / ios_iphone se 3rd gen / 3.5.1 / ios_18.6.2.

Event description:
It was reported that the pump's usb port was damaged. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.